Manufacturer narrative:
This is the final report. An investigation is in progress. Cell-dyn 4000 analyzer 510(k) number k961439/s1; cell-dyn sapphire analyzer 510(k) number k051215; cell-dyn ruby analyzer 510(k) number k061667.

Event description:
Use of the diluent sheath lot 42063i2 can cause errors in results when used on the cell-dyn ruby, cell-dyn sapphire and cell-dyn 4000. Results that may be impacted include rbc, mcv, rdw, platelets and mpv. The impact to results varies by instrument type as well as the material tested, i.e., control, control type or whole blood. Results that may be impacted include small (less than 5%) shifts in rbc, mcv, rdw, and mpv along with 10 - 20% shift in optical platelet counts. A recall was issued and reported under 21 cfr 806 to the FDA on january 4, 2007. Abbott has not received any reports of adverse events related to this lot of diluent sheath.